Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, there was no flow due to a clogged nozzle. The device evaluation found that the nozzle was clogged with a foreign object. The cleaning, disinfection, and sterilization (cds) was performed by the customer before the device was returned to olympus, the customer did not know what the foreign material may have been. There was no delay in the start of precleaning, the customer flushed the air / water nozzle with water and air, there were no abnormalities in the accessories used for reprocessing, the air / water nozzle was wiped and brushed with clean lint-free cloths / brushes / sponges, the customer flushed the air / water nozzle with the detergent solution, and there were no concerns about the reprocessing. Additional findings include the following: the production label was changed to include the conformité européenne (ce) label, the up / down control knob movements were loose, the objective lens had tiny chips / old glue, the light guide lens had a crack, and the bending section cover adhesive had a crack. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope would not complete the reprocessing, giving a low channel pressure - the device was manually disinfected as per the olympus standard according to the user facility. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was was confirmed that foreign matter was attached to/clogged the nozzle, but it was not possible to identify the foreign matter. There was no deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.